Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint lot history check was performed on lot # 1160320 for needle clog this is the 2nd. Related complaint for needle clog on lot # 1160320. A review of risk management document (B)(4), revision 11, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow.